Event description:
This report was received from baxter venezuela. A renal patient reported that in the beginning of the therapy (9:00pm, (B)(6) 2011), the device started to sound a noise (no alarm was noticed or informed). The patient checked the situation and noticed the presence of air in the system. The patient evaluated the cassette and realized the cassette had a hole. The patient experienced dyspnea and swollen abdomen. The patient presented to the emergency room where an abdominal x-ray was taken. Treatment included a laxative and profenid (ketoprofen) indicated for pain. The same day at 10:00 pm, the patient recovered from the dyspnea and no hospitalization was necessary. Dianeal had been temporarily withdrawn and on an unreported date, the patient presented to the renal unit where a manual "rechange" was performed. At that time, it was suggested to the patient to start performing dialysis with the machine. The event of swollen abdomen was resolving and the outcome for the air inside abdomen was not reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).the root cause for the reported condition of feeling bloated and unwell after a hole was discovered in the cassette was due to use error-excess air infused.